Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 400 mg/dl the night before. They treated with a bolus and it got down to 200 mg/dl. The insulin pump setting were changed the day of the call at the doctor's office. Blood glucose during the day was in the 100 mg/dl range but was currently at 300 mg/dl. The customer was sweaty and very agitated. During troubleshoot; it was stated the drive support cap is recessed. Insulin was not expired and cannula was straight. The customer declined to check for set issues. Time, date, basal rates and bolus wizard are set up correctly. The insulin pump passed the high pressure test. Customer was advised to change the entire infusion set and reservoir. Blood glucose level at the end of the call was 264 mg/dl.